Manufacturer narrative:
N/a

Event description:
The following has been reported: biomed reported: tubing set unrecognized alarm. Pump has been cleaned around the pins and the guides. No active infusion or any patient harm reported. A preliminary review of the logs identified the following issue: sensor hardware failure (downstream air sensor) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
One sample was received for evaluation. Upon investigation, the pump was not able to pass mock infusions and was experiencing failures resulting in a "tubing set not recognized" alarm being issued. An investigation was performed to test the overall functionality. Log files were pulled and analyzed to confirm this failure. During the investigation, the frm pcba was replaced to be sure that it was not the cause of the failure. The pump will undergo all necessary functional testing. Once the pump has successfully passed all necessary functional testing, it will be reviewed for quality release.